Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42, related to the g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump and guided the caller through the process. Following the reset, the cgm error did not reappear, and the caller successfully started their sensor session.